Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a svc (superior vena cava) alert triggered for the right ventricular (rv) lead due to high svc coil impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the svc (superior vena cava) coil of the right ventricular (rv) lead was programmed off. It was noted that this appeared to be an isolated high svc coil impedance reading. The rest of the rv lead remains in use. No patient complications have been reported as a result of this event.